Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and the right ventricular (rv) lead delivered inappropriate anti-tachycardia pacing (atp) and one shock due to oversensing of noise. It was noted this patient has a left ventricular assist device (lvad). Technical services (ts) reviewed device data and suspected the noise was non-physiological and did not look like lvad noise. Ts suspected a potential lead integrity issue. Ts recommended evaluating the rv lead with pocket manipulation and isometrics testing. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and the right ventricular (rv) lead delivered inappropriate anti-tachycardia pacing (atp) and one shock due to oversensing of noise. It was noted this patient has a left ventricular assist device (lvad). Technical services (ts) reviewed device data and suspected the noise was non-physiological and did not look like lvad noise. Ts suspected a potential lead integrity issue. Ts recommended evaluating the rv lead with pocket manipulation and isometrics testing. This crt-d remains in service. No adverse patient effects were reported. Additional information was received from the field. Rv lead integrity was tested and confirmed impedance was in range. Attempts at reproducing the noise were made through isometric exercises, pocket manipulation, and position changes while lying down. After the attempts to reproduce the noise failed, this crt-d and the rv lead were replaced.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.